Manufacturer narrative:
The device history records could not be reviewed as the lot number was unknown. The stent graft remains implanted and the delivery system was discarded by the user facility; therefore, not available for evaluation. The event investigation is currently underway.

Event description:
It was reported that a pta balloon dilatation catheter, used to post dilate a tracheobronchial stent graft implanted to treat a stenosis in an av graft, pulled the stent graft from its intended treatment site, and required the implantation of an additional stent graft to treat the lesion. Imaging demonstrated suitable patency results of the vessel after treatment was performed. Although there was a slight prolongation of procedure, there was no patient injury.